Manufacturer narrative:
Visual assessment cannot confirm the reported breakage. Anchor is intact but is free from the inserter however it remains attached to the assembly by the suture. The anchor is soiled with what appears to be human matter. The hex portion of the anchor is damaged but what looks like some type of grasping device. The anchor was reloaded per print specification and tested in 50 pcf bone block, device functioned as intended. The hex portion of the inserter and anchor were dimensionally inspected and were found to meet print specification. After the evaluation a definitive root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the anchor broke. The procedure was a shoulder joint instability. The anchor was removed. There were no reported patient injuries or surgical complications. No other complications were noted.